Event description:
It was reported that during a da vinci s prostatectomy surgical procedure the bipolar maryland forceps instrument had a broken cable. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that there were no cables broken, but one conductor wire is broken at the yaw pulley exit. The wire insulation does not appear cut or melted. The wire most likely was not securely attached to the grip, had poor strain relief, and pulled out during the articulation of the wrist. Engineering also observed the distal end of the main tube has two distinct sections with light material removal. The damaged areas are 1 inch and 1.6 inchs long, both based on the location and appearance, the damge was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.